Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked in multiple locations. The embolization coil was intact with its pusher assembly and the coil windings were offset. Conclusions: evaluation of the returned device revealed that the embolization coil windings were offset on the proximal end of the coil. This type of damage typically occurs due to improper handling during use. If the introducer sheath is not properly seated in the hub of the microcatheter prior to advancement, damage such as offset coil winding may occur, and resistance may be experienced. Further evaluation revealed that the returned device revealed that the pusher assembly was kinked in multiple locations. These kinks were likely incidental and may have occurred while packaging the device for return. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2017-00871, 3005168196-2017-00872.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2017-00871, 3005168196-2017-00872.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, while attempting to advance three smart coils through a non-penumbra microcatheter, the physician experienced resistance and the smart coils were unable to advance out of their introducer sheaths and into the hub of the non-penumbra microcatheter. Therefore, the smart coils were removed and the procedure was completed using the same microcatheter and new larger sized smart coils. There was no report of an adverse effect to the patient.